Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. After an unspecified guide catheter crossed the target lesion, a 2.00mm x 12mm maverick² balloon catheter was advanced however, the shaft of the catheter broke. The device was completely removed from the patient as a whole unit. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Returned product consisted of a maverick 2 balloon catheter with a carrier tube (hoop). There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There was complete hypotube separation 19.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damaged tip or the broken hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. After an unspecified guide catheter crossed the target lesion, a 2.00mm x 12mm maverick balloon catheter was advanced however, the shaft of the catheter broke. The device was completely removed from the patient as a whole unit. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).